Event description:
The customer reports system displayed an error code on the mainframe during a case. No patient injury.

Manufacturer narrative:
The service rep replaced driver pcb, performed a filament calibration, changed the camera performed a camera alignment, adjusted the camera focus and tracking for a 12 inch ii. Tested system, system operates as intended.